Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on an unknown date and absorbable hemostat was used. The patient was admitted for clogged drains due to the absorbable hemostat. The surgeon stated he did not irrigate out excess product after applying the product. No additional information was provided.